Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that on (B)(6) 2025, patient experienced a fall that resulted in hospitalization. The dbs system was evaluated, and an extension was found visibly fractured. As a result, the extension was explanted and replaced to address the issue and therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.